Event description:
A (B)(6) female patient called zoll customer support to report that wires were exposed on her electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) was confirmed. Upon investigation, the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, exposing wires. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.